Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced low blood glucose. Blood glucose level was 56 mg/dl, 52 mg/dl and 70 mg/dl. Customer stated that they took insulin to eat but fell asleep and when they woke up they ate. It was unknown that the customer was used auto mode feature or not. The devices will not be returned for analysis.